Event description:
It was reported that a dog underwent an ovariectomy on an unknown date and suture was used for ligation of the ovarian pedicle. During the procedure, the suture broke when tightening the ligature knot. The suture broke on the short end (the one held in the needle holder), between the knot and the jaws of the needle holder, without excessive tension being applied. The surgery was completed by continuing with the same suture (as long as sufficient length remained) or by using a new suture, with no impact on the animal.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.